Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm1) errors recurred each time they attempted to recover. The customer disabled the usm1 to continue. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1) due to absolute encoder error 23094. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 23094, 23143, 26015, and 23007 errors were found indicating encoder transition error, absolute to incremental encoder limit advisory, wiggle test advisory error, and high command velocity during wiggle test on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm1) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where pitch back electromotive force (emf) calibration and chipencoder virtual absolute (cva) characterization were found to be failing on the pitch axis. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a sensor fault within the usms pitch axis assembly, involving the pitch cva printed circuit assembly (pca), pitch motor module, and harmonic. This issue can be resolved by disabling the affected usm and replacing it or switching to a different patient side cart (psc).

Event description:
Refer to h11 for follow-up information.